Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late. Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Crease/folding of implant: not observed. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "increased folding in the surface of the implant", "the presence of unevenly concentrated fluid" and "suspicion of implant rupture" . The event of "a larger palpable 'soft' area is felt around the 10 o'clock position" is not device related. Device was explanted.

Manufacturer narrative:
Event of seroma is no longer reportable as the physician unreported the event.

Event description:
Physician further reported "the seroma fluid was not found during the explant surgery¿. Event of seroma will be unreported.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device and observed missing shell assessed as inconclusive. Lump/nodule: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed crease fold on the device.

Event description:
Healthcare professional reported left side "increased folding in the surface of the implant", "the presence of unevenly concentrated fluid" and "suspicion of implant rupture" via ultrasound report. Physician later reported that the seroma fluid was not found during the explant surgery. The event of "a larger palpable 'soft' area is felt around the 10 o'clock position" is not device related. Device was explanted.